Event description:
It was reported that a patient implanted with an impella cp experienced organ failure. A computed tomography scan showed the patient had severe mesenteric ischemia. Care was withdrawn and the patient expired.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
No product was returned for investigation. The cause of the organ failure was not determined due to insufficient clinical details. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.